Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th may 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, the cover was cracked and a particle was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of d4 serial # field deems required. This is based on the additional information that has been received. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights powerled 300. As it was stated, the underside cover was cracked and a particle was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to information provided by getinge technician, the customer ordered parts for replacement and the repair will be performed by customer¿s staff. It was established that when the event occurred, the surgical light did not meet its specification due to cracked underside cover, which led to missing particles and as a result contributed to the event. Provided information do indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of missing particles from the underside cover is very low. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. As per subject matter expert¿s expertise, the involved zone was probably exposed to collisions and the edges damaged correspond to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces and lead to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the contact time of cleaning agent with the device and to wipe it with a dry cloth and to make sure no liquid residue is left on the device after cleaning (powerled IFU 01581 en09, pages 35-36). User manual for powerled (IFU 01581 en09) also mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions and avoid: prolonged exposure to detergents and disinfectants solutions. High concentrations of cleaning agents. Prohibited products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 11/13/2014. Corrected h4 device manufacture date 08/13/2013.

Event description:
Manufacturer's reference number (B)(4).